Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a deformation, wear abrasion, yellow particles in the gel, and weight within specification. Voids between the shell and gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.